Event description:
It was reported via journal article: title: comparative evaluation of sanagiletmsa01 ultrasonic scalpel and johnson & johnson gen11, and har36 for efficacy and safety authors: xin xie, et al. Citation: xin xie, et al. Comparative evaluation of sanagiletmsa01 ultrasonic scalpel and johnson & johnson gen11, and har36 for efficacy and safety, expert rev med devices. 2024 dec 12:1-7. The study aimed to compare sanagiletmsa01 with the johnson & johnson gen11, and har36 surgical devices. During the study, total of 152 participants requiring urological or general laparoscopic surgery were randomly and equally divided between the test and control groups. Clinical outcomes, adverse event rates, intraoperative bleeding, and surgery duration were compared between the two devices. Reported complications include (n=?) Patients who had device related adverse events. Conclusions: the clinical performance of the sanagiletmsa01 was comparable to that of the johnson & johnson gen11 and har36. The sanagiletmsa01 device may serve as a viable alternative ultrasonic surgical tool, thereby providing clinicians with additional options. Note: (n=?) Was used since it was not clear if the gen11 and har36 were used in the test group or the control group.

Manufacturer narrative:
(B)(4). Date sent: 6/30/2025. B3: publication year of 2024. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted as part of a retrospective review of published scientific articles captured under CAPA-014204. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.